Manufacturer narrative:
(B)(4). Batch # t5aw0a. Device evaluation summary: the analysis results found that the tlc55 device was received with no apparent damage and with two tcr55 reloads received. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were completes, and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted. During the functional testing, the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. The following information was requested, but unavailable: can you please clarify the event. When the device "jammed on the second load" did the device not fire (no cut line or staple line delivered)? Or did the device begin to fire and then jam (partially fired)? If yes, is this why there was a "five to seven millimeter space where no staples were deployed"? Please provide further clarifying detail. (B)(4).

Event description:
It was reported that during an unknown procedure the device jammed on the second load. A five to seven millimeter space where no staples were deployed was noted. There were no adverse patient consequences.